Manufacturer narrative:
Additional contact: (B)(6). The device was discarded and not available for investigation. However, a sample photo was provided for evaluation. The investigation is pending.

Event description:
The event involved an appx 0.91 ml, graduated adapter with clave® where an unspecified chemo drug leaked from the foley catheter during infusion. There was patient involvement, but no patient harm and no delay in critical therapy.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a ch3900 graduated adapter with clave connected to the female luer of a non-ICU medical mating device and a confirmed leak at the connection point of the two components. Without return of the affected samples a probable cause cannot be determined. The device history report (DHR) for lot 13515399 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.